Manufacturer narrative:
A ge representative evaluated the system and replaced the ipc board. System operates as intended. (B) (4)

Event description:
The customer reported problems booting up. No pt injury was reported.